Event description:
It was reported that the patient was having low back pain usually worse on the right with some radiating symptoms to the right hip, lateral thighs to the foot with increased numbness in her lateral thigh or knees, and in her right foot since the scs implant, but she reports increased pain to the left side at the left side of the implant site. Left side pain is worse when standing long durations and left leg will go numb. The patient could not lay on left side without pain and there is pain with pressure to the device site. The patient has severe thrombotic thrombocytopenic pupura, ttp, near the ipg site on left flank. The physician performed a trigger point injection, date unknown, at the ipg site but the patient did not get substantial relief for the discomfort. The patient underwent a revision procedure wherein the ipg was repositioned form the midline spine area to the lower left flank above the buttock. The patient is doing fine post-operatively.